Manufacturer narrative:
A boston scientific technical services consultant discussed that the signal appears to be due to minute ventilation (mv) artifact as a high pacing impedance measurement can cause grounding issues in the system, which can cause the mv signal to not be filtered out of the egm signal. The caller stated that all other lead measurements are within normal limits and no noise was reproducible in the office with isometrics and pocket manipulation. The physician will disable the rrt and continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and intermittent increases in pacing impedance measurements on the right ventricular (rv) which have exceeded 2000 ohms. A review of the remote monitoring data also showed a stored non-sustained ventricular tachycardia (nsvt) event that appeared to be due to electromagnetic interference (emi) or the respiratory rate trend (rrt) signal. No adverse patient effects were reported.